Event description:
It was reported that the customer had high blood glucose levels of 253 mg/dl. The customer reported a button error alarm from the insulin pump that became frozen. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. The up arrow button did not respond due to corroded keypad trace. Unable to verify the battery out limit alarm due to the unresponsive button. No horizontal line on the screen noted. The insulin pump was received with minor scratched display window, cracked display window corners, and broken reservoir tube lip. No frozen screen noted.